Event description:
Carefusion received user facility medwatch (B)(4) from the FDA on (B)(4) 2012.  The event description reads, "ett airway adaptor became disconnected from vent causing patient to be disconnected from ventilator. It was discovered that the ett size adaptor was not tightly connected to the "y" adapter. When the nurse went to re-connect it was noted that a small clear rubber ring that had fallen off the adapter was noted to be in the ett. The adaptor was removed and a new device assembled and attached. There was no harm to the patient."

Manufacturer narrative:
(B)(4) upon completion of the investigation, a follow up report will be sent to the FDA.